Manufacturer narrative:
Date of this report updated to 16 october 2023. Date received by manufacturer updated to 13 october 2023.

Manufacturer narrative:
An RMA was authorized but not received. Therefore, no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 12 october 2023. G3. Date received by manufacturer updated to 16 october 2023. H3. Device evaluated by manufacturer? No, not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusion updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.